Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Reportedly, the customer¿s blood glucose was 120 or 106 mg/dl and the sensor glucose was 80 or 78 mg/dl at the time of the incident. Blood glucose value from reported event: 127 mg/dl. Sensor glucose value from reported event: 78 mg/dl. The customer also reported having low blood glucose values treated with juice. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event: 76-78 mg/dl. Suspend on low limit in sensor settings: 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.